Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on the s1 drg lead. Several attempts of reprogramming were unable to solve the issue. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention, where the lead fracture was observed under fluoroscopy and then confirmed once explanted. Fractured lead was replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.